Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. During a subsequent surgical procedure, it was determined that the aus was not providing adequate coaptation; however, it remained unclear whether the issue was due to device leakage or urethral atrophy. The aus was fully explanted and replaced. No additional patient complications were reported.